Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular fibrosis" baker grade unknown, "deposition of silicone" and "melanoma".

Event description:
Patient reported right side "capsular fibrosis", baker grade unknown, and "deposition of silicone". Patient additionally reported "lk axilla l (malignant melanoma)"; this event is not device related. The device is still implanted.